Manufacturer narrative:
It was reported that patient error leak, but no leak.the issue could not be reproduced. No parts was replaced nor has been returned to manufacturer for technical investigation. The cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer ref. #: (B)(4).